Event description:
During closer in an appendectomy procedure, the needle broke one to 1.5 hours were added to the procedure time to x-ray and locate and retrieve the needle. No reported injury to patient.